Manufacturer narrative:
Concomitant products: product ID 8627l18, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type pump. (B)(4). During review of mfg report 3004209178-2014-00880. It was discovered that the catheter was implanted after the use before date. This report was filed to capture that event.